Event description:
It was reported that the procedure was set up for electrophysiologic study (eps) test using the navistar 4mm catheter. The protocol and pacing were set to perform from the rvot. The physician first tried to set up for the ventricular tachycardia (vt) but he couldn't, therefore, the procedure has switched to perform only eps test. This procedure finished approx after one hour. After the procedure, the pt complained about his health problems. The echo test was performed and found a mild cardiac tamponade. Therefore, a cardiac drainage procedure was performed. It was mentioned that the pt's condition had improved, the prognosis was satisfactory. The pt is in stable condition now. This event was believed to be possibly procedure related.

Manufacturer narrative:
The complaint device has been discarded by customer and will not be returned for analysis. (B) (4).